Event description:
It was reported that patients lead has high impedances and patient is unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch. Further information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates patient experienced ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025 wherein an additional lead was implanted to address the issue. Impedances resolved with elective ipg upgrade.